Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable and stopped communicating with external devices. The patient used high tonic stimulation and the ipg reached the end of it's service. In turn, patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced with a rechargeable ipg. Post-operatively, stimulation therapy was restored.